Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed that the unit had excessive oil within the bimba tube housing as well as on the bimba tube. The unit also failed the weight test. The piston migration was at 2.17 inches, which is indicative of hydraulic fluid loss. The reported failure was confirmed and the root cause has been determined to be excessive oil loss caused by a bad seal within the amplifier piston. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
H10: h2, h3, h6. The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed that the unit had excessive oil within the bimba tube housing as well as on the bimba tube. The unit also failed the weight test. The piston migration was at 2.17 inches, which is indicative of hydraulic fluid loss. The reported failure was confirmed and the root cause has been determined to be excessive oil loss caused by a bad seal within the amplifier piston. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the distal of the spider did not lock. There was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that the distal of the spider did not lock. It is unknown whether there was a back up available or delay in the case and if the event happened during surgery. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.